Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8160 for this event. Initial reporter phone no. (Additional): (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink, non-dehp solution set leaked. This issue was identified when priming the line with saline. Taxol was scheduled to be added to the bag; however the leak was observed prior to adding the drug. A new bag was prepared for treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-03664. All information can be found under manufacturer report number 1416980-2022-03664. Should additional relevant information become available, a supplemental report will be submitted.